Manufacturer narrative:
3: year valid only continuation of d10: product ID etlw1624c124ee (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6) 2024 product ID etlw1628c93ee (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 74mm abdominal aortic aneurysm. The index procedure was successfully performed, and no endoleak was observed during the final angiogram. It was reported post the index procedure, during the analysis of the follow up CT scan, the physician discovered a type ia endoeak caused by the infolding/invagination of esbf3614c103ee. Per the physician the cause the infolding is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information received; it was reported that some thrombus was present, but it cannot be determined if this caused the infolding and endoleak. The infolding was reported to be not caused to oversizing of the main body stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported stent graft infolding and endoleak were confirmed on the returned films. The cause of the infolding could not be determined; however, it is possible that the presence of moderate thrombus in the infrarenal aortic neck may have been a contributory factor. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. This measurement should take into account thrombus and calcification present within the vessel, that has the capacity to decrease the inner vessel diameter. The endoleak appears most likely to be a type ia endoleak caused by the infolding. A concomitant type ii endoleak due to the multiple patent lumbar arteries may have also been present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.